Manufacturer narrative:
(B)(4).

Event description:
It was reported that at post op check the pulse generator exhibited over sensing of t-wave, the patient was asymptomatic and did not receive therapy during the over sensing. No additional information was available.